Event description:
It was reported that when a patient presented in the operating room for a device upgrade, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4).